Event description:
Customer reports that they received results of 316mg/dl and 135mg/dl within 5 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip info was provided. No valid quality controls were used. Requested return of suspect device and replacement was sent.